Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt called on (B)(6) 2004 alleging segments were missing on the meter. He experienced dizziness at the time of testing. He tested and was unable to verify the readings due to missing segments. He ate food and/or drank a beverage after attempting to use the meter. Twenty minutes later, he tested on the md's meter and received 9 mg/dl. Pt received treatment by a medical professional; however, the type of treatment is unknown. This case is being reported as a malfunction, since segments were missing on the meter.